Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a severely calcified lesion in the lcx with 100% stenosis but the stent could not pass. The physician attempted to deliver it again but the stent deformed. The device was removed and another stent was implanted. The physician then attempted to deliver another endeavor resolute drug-eluting stent to the lesion but it did not pass due to severe calcification. The physician dilated the lesion again and implanted another stent. No patient impact was reported. No clinical sequelae were reported. Evaluation summary: the distal tip was flared and damaged. The mandrel could be successfully loaded; no resistance was felt from the inner lumen. The distal shaft was torn immediately distal to the guidewire entry port. The stent was positioned on the balloon between the inner markers as per specification. Struts on the 6th and 12th proximal segments were slightly raised.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 100% stenosis and severe calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 100% stenosis and severe calcification. Inherent risk of procedure ¿ (failure to deliver and stent deformation). (B)(4).